Event description:
It was reported that the patient had a vt ablation. Prior to ablation, the patient was having intermittent undersensing of vf/vt events due to post-paced t-wave oversensing. The intermittent undersensing was delaying therapy. Programming changes were made. At a subsequent follow up, issue continued to be seen. Lead was capped and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.